Manufacturer narrative:
The actual sample was returned for evaluation. (B)(4) evaluated the device and the reported condition was not duplicated or confirmed. A functional assessment was performed and the device passed all operational specifications. Therefore, an assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The event occurred during an unspecified surgical procedure. There was a five minutes delay to the planned surgical procedure. The reporter indicated that a spare attachment device was used. There was no serious injury or death, and no medical intervention or prolonged hospitalization.

Event description:
It was reported that the micro saw device "fell apart or was loose". It was unknown to the reporter if the device was used in surgery. It was unknown to the reporter if there were any delays in a surgical procedure. A spare device was available for use. No patient harm, adverse outcome or injury was alleged. The exact date of the event was unknown. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.